Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with approximately 175 mg/dl. The customer did not think that the blood glucose level was impacted. The customer changed out the pump supplies. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the inaccurate fill estimate.